Manufacturer narrative:
One agilis steerable introducer was returned. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal; the distal seal appeared undamaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During the procedure, when attempting to approach the left atrium, air was aspirated from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.